Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted to the hospital last night for syncope and falls at home. The patient was complaining of a blacking out feeling for the two weeks prior. The previous admission the week prior was for the same sensation and the patient was taken off diuretics. The patient fell 3 times on (B)(6) 2022 and was brought to the emergency room. The device history showed pages of pulsatility index (pi) events upon arrival and the patient was in sustained ventricular tachycardia and electrophysiology was following the patient. The patient was scheduled for an echocardiogram on (B)(6) 2022 and a right heart catherization later that week. Neurology was also consulted due to a history of stroke prior to left ventricular assist device (lvad) implant. The review of the log file confirmed multiple pi events throughout the log, as well as a singular low flow event on (B)(6) 2022 that did not last long enough to trigger an alarm. The patient had a history of arrhythmia that dates back pre-vad. The echocardiogram showed a dilated right ventricle with septum bowing to the left ventricle. The pump speed was decreased to 5000 rotations per minute (rpm) from 5200 rpm. A computed tomography (CT) was performed and ruled out stroke. The ICD/pacer settings were adjusted for the ventricular tachycardia and resolved. It was thought that the patient speed was too high and the patient was dehydrated. 1 liter of normal saline was given on (B)(6) 2022 and the patient felt better.

Event description:
Additional information: it was reported that the change in medication resolved the event and the patient was discharged home on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of syncope and cardiac arrhythmia could not be conclusively established through this evaluation. According to the account, the syncope was thought to be due to dehydration related to over diuresis as well as the pump speed being set too high. Additionally, review of the submitted log files confirmed multiple pulsatility index (pi) events; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained data from 14jun2022 through 15jun2022. Multiple pi events were captured throughout the file. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including other neurological events (not stroke-related) and cardiac arrhythmia. This section also provides an explanation of all pump parameters, including pulsatility index (pi). This section notes that ¿during a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pulsatility index (pi) event is detected, at which point the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. Large changes in speed may indicate an abnormal condition that should be evaluated for cause.¿ section 4, ¿system monitor¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This section also explains how to determine the optimal fixed speed and low speed limit for the patient. Section 6, "patient care and management", (under "ongoing patient assessment and care") includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. This section also lists hypovolemia and arrhythmia as potential late post implant complications. Additionally, this section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.